Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of five flexiva 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that five flexiva 200 laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during preparation, it was noted that one of the laser fibers broke upon removal from the package while the other four broke shortly after they were taken out from the package. The procedure was completed with a sixth flexiva 200 laser fiber. There were no patient complications reported as a result of this event.